Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent the osteosynthesis procedure on (B)(6) 2020 to treat the cerebral tuberosity left humerus fracture. During the implantation of the 3.5mm locking compression (lcp) proximal humerus plate and during the drilling to implant the screw, the 2.8mm drill bit broke in the bone. A part of the drill bit remained in the patient bone and a part of the drill bit was removed. No further information provided. Concomitant device reported: 3.5mm lcp® proximal humerus plate-standard 3h shaft/90mm (part # 241.901, lot # unknown, quantity 1); drill (part # unknown, lot # unknown, quantity 1); screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.8mm drill bit/qc/165mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 310.284, lot: 2283020, manufacturing site: bettlach, release to warehouse date: july 17, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: a piece of about 17mm is broken off from the drill bit, no fragments were returned. The fracture face is homogenous, which indicates material conformity. In general, the drill bit is in a very used condition. The remaining cutting edges are totally blunt; there are clearly visible stress marks at the shaft and the coupling piece has wear marks. Dimensional inspection: checked dimensions with caliper per drawing: outer diameter pass overall length (to define length of broken piece) damaged core diameter at fracture face pass drawing/specification review: drawing was reviewed to verify the relevant dimensions, material and hardness requirements. The review of the manufacturing documents has shown that with 1.4112 stainless steel, the correct material was used and that the hardness was within the specification as defined in the drawing. Investigation conclusion: the complaint is confirmed as the drill bit is broken as complained. The result of the performed evaluation, the age of the device, and the very used condition let us exclude a manufacturing related issue. Based on the provided information, the exact cause of this occurrence can not be defined. The visual inspection has shown that the remaining cutting edges are blunt; this could be either an indication that the instrument was blunt form often use or that there was a metallic contact during use. Both could lead to a mechanical overload and finally the breakage of the drill bit. In this relation, the following statement for the inspection section of the important information leaflet can be pointed out: synthes instruments should be inspected after processing, prior to sterilization, for end of life indicators such as: proper function, including but not limited to sharpness of cutting tools, bending of flexible devices, movement of hinges/joints/box locks and moveable features such as handles, ratcheting and couplings. Damaged or worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.